Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that, "it is alleged that on (B)(6) 2008, the pt underwent a two level anterior cervical decompression and fusion. Six months later in (B)(6) 2009, the pt was revised due to an alleged "no solid fusion". The pt also alleges central cord damage which has resulted in pain, leg weakness and incontinence."